Event description:
Customer reported that they went swimming and water got into the insulin pump. Customer also mentioned a crack in the reservoir compartment and receiving a button error alarm. Customer's blood glucose reading at the time of the call was 130 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump buttons functioned properly. No button error alarm during testing. Insulin pump had moisture damage on the keypad traces noted. No moisture damage found on the electronics, motor, vibrator and battery tube assembly. Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube window, missing reservoir tube o-ring and cracked belt clip slot.